Event description:
The customer reported being hospitalized for hypoglycemia. The customer stated that she checked her blood glucose the night before using the bolus wizard, and accidentally she pressed the down arrow and activate. The customer stated that she later discovered she programmed ten units of insulin into her body. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.